Event description:
A report was received stating, after the replacement of the ht70 ventilator circuit, the device experienced a failed circuit check test. The device did not stop cycling at the time of the failed test. It was reported that the technician confirmed the circuit operated as it was intended. The patient was removed from the device and placed on an alternate ventilator. There was no report of patient injury.

Manufacturer narrative:
Covidien reference: (B)(4). A covidien customer support engineer (cse) inspected the device and confirmed the reported issue. The cse replaced the solenoid valve to resolve the issue. The device was then found to operate as intended.